Event description:
It was reported that a pump was alarming for a downstream occlusion. There was no patient incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom downstream occlusion alarms was confirmed and reproduced. It was caused by a failed downstream sensor. The downstream sensor current reading with a fluid filled set loaded was found to be above specification. As a result, the downstream sensor was replaced.